Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The following was reported for a bd connecta¿ stopcock, "bd connecta can only be disconnected from the extension or infusion line by means of an clamp as soon as the device comes into contact with liquids. Customer adds an unused device that can easily be disconnected because it has not yet been filled with liquids.

Event description:
The following was reported for a bd connecta¿ stopcock, "bd connecta can only be disconnected from the extension or infusion line by means of an clamp as soon as the device comes into contact with liquids. Customer adds an unused device that can easily be disconnected because it has not yet been filled with liquids.

Manufacturer narrative:
Investigation: in response to the event reported by your facility a device history review was conducted for lot number 8250923. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately our evaluation of the device provided by your facility was not able to reproduce the reported failure mode, or identify indicators that would allow our team to discern the root cause of this event.